Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During device analysis, the service center identified a burn on the c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to Olympus for inspection.A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.